Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure line disconnect alarm had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal pressure line disconnect alarm had occurred. The customer informed the remote service engineer (rse) that the alarm occurred during setup of the device and that they were unable to clear the alarm. The reported issue was duplicated in biomed using a test circuit with the proximal line connected. The error code was also confirmed to have occurred in the event log. The average air reading in pneumatics was also confirmed to be at 235 liter per minute (lpm) with the pressure and flow at zero with the o2 disconnected and no test circuit attached. The air inlet filter was also confirmed to be clean via inspection. The rse then advised the customer to replace the flow sensor assembly and/or gas delivery system (gds). The rse provided the customer with the part number of the flow sensor assembly and gds to order and replace. This investigation is ongoing.